Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a normal saline bolus of 500ml/hr. Was initiated in the ed. The rn stated that the patient was at radiology when the safety clamp was opened, "followed by a loud pop" at which time the defect was noticed, the tubing split and came apart at the top of the pump segment when the IV was unclamped. The set had been in use for approximately for 1 hour prior to the event. There was no patient harm confirmed by customer.

Manufacturer narrative:
The customer¿s report that the tubing split and came apart at the top of the pump segment was confirmed. Visual inspection observed the silicone pump segment near the upper fitment to be torn. The tubing was cut and visual inspection under a lab microscope found the tubing to be concentric. Functional testing could not be performed due to the torn tubing and obvious leak that would occur. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was received in two segments as the silicone tubing had been torn 0.2315 inches below the ring retainer of the upper fitment. The cause of the customer¿s report is due to the tubing being damaged. The root cause of the damage could not be definitively determined.

Event description:
It was reported that a normal saline bolus of 500ml/hr. Was initiated in the ed. The rn stated that the patient was at radiology when the safety clamp was opened, "followed by a loud pop" at which time the defect was noticed. The tubing split and came apart at the top of the pump segment when the IV was unclamped. The set had been in use for approximately for 1 hour prior to the event. There was no patient harm confirmed by customer.